Manufacturer narrative:
D4: UDI unavailable device evaluation: one sample was returned. Four photos were included for evaluation. A visual inspection did not detect any issue which could cause the leaking failure mode. During the functional testing of the corrugated tube, it was revealed that there was a tear or crack in it. No other anomaly was observed. The cause of the issue was unknown.

Event description:
It was reported that there is a circuit leak. This occurred before patient use/during priming. There was no patient involvement and no patient harm/adverse event reported.